Event description:
On 11/19/1999, the facility's logistics coordinator contacted the manufacturer's (MFR.) Rep and informed her of the following: the device was defective and as a result, was explanted in 1999. The implant date/physician and lot number of the device was not known. The facility's logistics coordinator stated that she was not sure, but it appears that it may be a possible catheter shear. No further details were provided at this time. The device is scheduled to be returned to the MFR for analysis; however, the device has not been returned to date. Submitted to the FDA 12/16/1999.